Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) unable to update timing alarm coming on display intermittently. And there is no problem with the unit, observed for 2hrs. Problem with maybe inner lumen, not flushed correctly. Unit handed over with good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed an ¿unable to update timing¿ alarm. There was no patient involved.